Manufacturer narrative:
Updated data; d4, h4. Corrected data; b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter aortic valve, hemostasis was difficult. In result, rapid progression of stenosis was suspected after the procedure. This lead to the concern that the patient had acquired iatrogenic common femoral artery stenosis. 8 months and 20 days following the successful implant of the valve, the patient had an ankle-brachial index (abi) test completed, which returned a value of 0.51 on the left side. 8 months and 27 days following implant of the valve, an echocardiogram was obtained of the patient's lower limb artery, which reflected no change of arteriosclerosis. 9 months and 9 days following the implant of the valve, the patient received endovascular vascular treatment (evt). Per the physician, there is no causal relationship between the valve and the patient's common femoral artery stenosis.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 months and 20 days following the successful implant of a transcatheter aortic valve, the patient had an ankle -brachial index (abi) test completed, which returned a value of 0.51 on the left side. Additionally, an echocardiogram was obtained of the patient's lower limb artery 8 months and 27 days following valve implant, which reflected no change of arteriosclerosis from the prior echocardiogram which had been obtained within the same year. However, rapid progression of stenosis was suspected after the procedure. Due to hemostasis being performed under an open wound, this lead to concern that the patient had acquired iatrogenic common femoral artery stenosis. In response, the patient received endovascular vascular treatment (evt) 9 months and 9 days after implant of the transcatheter aortic valve. Per the physician, there is no causal relationship between the valve and the patient's common femoral artery stenosis.